Manufacturer narrative:
Findings: pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm during testing noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.(B)(4).

Event description:
The customer's mother reported via phone call indicating that they had excessive no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 400 mg/dl. The customer was treated with syringes. The customer was advised that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer's mother stated that patient already did change out set, took a shot and is using old pump as backup. The customer's mother request for a replacement of pump. The customer was advised that we would send a replacement.